Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.

Event description:
The home patient contacted baxter's technical service center for assistance regarding a reload set alarm 163 during the re-prime phase of treatment. The home patient also had to pull the spike out of the bag. The home patient stated they would start over with new supplies. There was no reported patient injury or medical intervention at the time of the initial report.